Manufacturer narrative:
At the time of this report the glidescope gvm video monitor has not been returned for evaluation. However, the customer has indicated that their monitor will be returned to verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear intermittently. No use of a backup device, harm to the patient, or harm to the user was reported.

Manufacturer narrative:
The customer returned their glidescope gvm video monitor to verathon for further evaluation. A verathon technical service representative evaluated the returned monitor and was not able to duplicate the reported issue. The monitor was tested with multiple test blades, batons, and cables with no problems found. In addition, an inspection was performed of the device's internal connections and no discrepancies were noted. The technical service representative requested that the customer return the baton that was used during the event for evaluation, but the customer declined. The customer requested that their device be returned as is. Per the customer's request, the monitor was returned. No further investigation is required. Verathon will continue to monitor for trends.